Event description:
Percutaneously accessed right femoral artery. Unable to thread wholey wire very far into the artery, as it met resistance to the access point and curled up on itself. Upon trying to remove the wire it was noted a knot had formed at the tip of the wire. Prevented the wire from moving further.